Manufacturer narrative:
(B)(4).

Event description:
Same case as: 2134265-2016-02619. It was reported that a suture break occurred. The target lesion was located in the renal artery. An expel drainage catheter with twist-loc hub was selected for use. During the procedure, the physician attempted to lock a loop for the drain sampling by pulling the suture; however, it was noted that the suture broke. The physician exchanged with another of the same device; however the same issue occurred. The procedure was completed with a non bsc device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned for evaluation. Device analysis revealed that the catheter has suture broken. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as: 2134265-2016-02619. It was reported that a suture break occurred. The target lesion was located in the renal artery. An expel¿ drainage catheter with twist-loc¿ hub was selected for use. During the procedure, the physician attempted to lock a loop for the drain sampling by pulling the suture; however, it was noted that the suture broke. The physician exchanged with another of the same device; however the same issue occurred. The procedure was completed with a non bsc device. No patient complications were reported and the patient's status was fine.